Manufacturer narrative:
Per medwatch 2015691 2023 10673, IFU information related to the electrical continuity and integrity of the device was reported in error. The information referenced is not related to this product.

Manufacturer narrative:
Our product evaluation lab received one model 120804fp embolectomy catheter. As received, the balloon, was torn around catheter body circumference near distal winding. The balloon latex appeared deteriorated and discolored but both balloon windings were intact. The balloon latex was released from proximal winding to check balloon edges and the edges did not appear to match at the tear. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a defective product was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during the procedure, the balloon of multiple fogarty catheters from different lot numbers had holes in them. This was discovered during use of the device. There was no allegation of patient injury. This report is for a fogarty model 120804fp, lot 63677011, sample 3 of 6 reported.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review. The insertion section of the IFU provides important warnings and instructions to verify the electrical continuity and integrity of the device.